Manufacturer narrative:
Corrected data: as part of an internal review of our mdrs the following was identified: section h6: health effect -clinical code: 4582 (no clinical signs or symptoms) provided on the initial report needs to be corrected. The correct code is 4581 for incision enlarged as provided in this report. Section h6: health effect - impact code: 4631 (more complex surgery as device removed and replaced in the initial surgery) was not provided on the initial report. This report is being submitted to include code 4631. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens broke after being implanted in the patient's right eye, the surgeon manipulated and removed the lens. Lens inserted and removed during same procedure. Incision enlarged, vitrectomy and sutures were required. There was a delay in procedure and the patient fully recovered. The device was discarded at the customer site. No further information received